Event description:
The pt reported that she had experienced periods of low blood glucose over "the last few months." She reported low blood glucose values down to 40 mg/dl. In 2007, she reported that she fell in her bathroom at approx 5:00 am. She noted that she passed out, but she was not sure if her blood glucose value was low at the time. She commented that her "blood glucose was probably low because this is what happens when I get low." Her son heard the fall and proceeded to carry her from the bathroom to her bed. She awakened at 7:30 am, at which time she noticed that she was bleeding. She was taken to hosp later on the same day, after her son returned from work. In the hosp it was determined that she sustained an injury to her ribs, a bone chip in her foot, and a hematoma on her right cheek. She did not know what her blood glucose value was when she presented at the hospital. She stated that she was down to 75 mg/dl on the second morning of her hosp stay. Her physician had not established a target blood glucose value for her. During troubleshooting, she conveyed that she carried her infusion device in her pocket and the device history indicated that she had initiated and canceled temporary basal rate changes that she was not unaware of. The infusion device was requested to be returned for eval and a replacement shipped to the pt. During follow up the following month, she stated that she had transitioned to her replacement infusion device and she had not experienced a reoccurrence of low or high blood glucose levels. She stated that she planned to discuss her blood glucose with her physician during a forthcoming appointment in 2007.